Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to an open white (drvn_gnd), +5v, -5v, and main batt wires in the trunk cable. Upon investigation the electrode belt had a communication error. The root cause for the open wires were unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.